Event description:
As reported per the edwards field clinical specialist (fcs), post transapical valve deployment the patient had mild to moderate central leak and the patient's pressure's were low. A second valve was implanted. The patient had a low ef (20%) and it was believed that he would not tolerate any paravalvular leak (pvl) or central aortic insufficiency (cai), therefore it was requested a second valve be available. The area measurement was 470 but not a lot of calcium in the annulus. The valve was deployed in the correct position (50/50), but there was mild to moderate central leak. The valve was inflated, but as there was not a whole lot a calcium, it was believed that it over expanded, causing the cai. All leaflets were co-apting properly, but as it was believed that the patient could not handle any amount of cai or pvl, the physician did not wait to see if it would resolve. The patient's pressures were low and therefore they proceeded with deployment of a second valve. The second valve was deployed in the same location and the pressures shot up, and there no longer was any ai. The patient was extubated in the room and seemed to be doing very well.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the exact cause of the central regurgitation cannot be confirmed; however, it was reported that due to the mild-mod native valve calcification the sapien valve may have been slightly over expanded, causing or contributing to central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.